Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of lung tissue on a laparoscopic video assisted thoracoscopic lobectomy, the surgeon was able to press the green button but stapler was not able to fire. They opened another device to complete the case. There was no patient injury.